Event description:
It was reported that when the patient was having a problem with her implantable neurostimulator (ins). When she got up the morning of the report the ins had turned itself off. She was able to turn it back on but it wasn¿t feeling right. Stimulation and the battery felt weak even when the patient increased stimulation. It was noted the patient normally charged at night so she used the patient programmer (pp) to verify the ins was charged. Then while the patient was on the call she used the recharger to verify the ins was ¾ full and then indicated the ins was now fully charged. The insr also indicated that the ins was currently on. She increased stimulation and it still felt weak. It was further reported that the morning of the report the patient used the pp and the ins kept flipping to program e which was standing and she was not currently standing; but it had stopped doing that at the time of the call. It was further noted that the patient had a very bad fall two days prior to the report; she hit the side of the house with her back right where the implanted leads were and it had been painful there. After hitting the house she fell off the stop and barely got her hands up in time to stop her from landing on her face. It was noted she normally felt a little off balance but she used a walker because she had trouble with feeling off balance which was not a new symptom. For the last couple of days prior to the report she had been feeling more off balance than she normally felt. She started physical therapy a week prior to the report and had been there twice and they were working on exercise. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (b)(4,) product type: programmer, patient. Product ID: 3550-29, lot# n495734, implanted: (B)(6) 2014, product type: accessory. (B)(4).